Manufacturer narrative:
Eua # (B)(4) investigation summary: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. The investigation did not find a root cause for the false positive results that was observed by the user. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. No return samples were received by the customer. No return sample analysis could be performed. A device history review could not be completed as no batch number was provided. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA)1878253 is already initiated to investigate the root cause and some mitigation actions are already being addressed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. Two repeat tests were performed via pcr test method and the results were negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. Erroneous results were reported to the physician. The employee was removed from work pending pcr confirmation. (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: 256082 was reported, however, this is not a lot# manufactured for this product #. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. Two repeat tests were performed via pcr test method and the results were negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. Erroneous results were reported to the physician. The employee was removed from work pending pcr confirmation. (B)(4).